Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery even without the infusion set or vial inside. Customer's blood glucose level was over 400 mg/dl. He took a manual injection to treat his high blood glucose level. The insulin pump's keypad was unresponsive. The act button was unresponsive. The customer was using an expired infusion set. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.